Manufacturer narrative:
UDI (di): (B)(4). Final analysis found normal device characteristics. (B)(4).

Event description:
It was reported that the patient developed an infection. The device was explanted.